Manufacturer narrative:
On october 3, 2005, the facility was instructed on how to disinfect the inlet water lines to the system 1000 instrument by a baxter field service engineer on site. No problem was found during the disinfection procedure. CAPA file has been opened to further investigation high bacterial counts on system 1000 instruments. The investigation is currently in process.

Event description:
In 2005, the facility contacted baxter customer service to request assistance with the disinfection of the inlet water line for a system 1000 device with positive water cultures. No patient injury or medical intervention was reported in association with this incident. No further information is available at this time.